Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient had increasing hemolysis, power spikes and suspected thrombus. Per the surgeon, anticoagulation was stopped for gi bleeding since (B)(6) 2013. A pump exchange took place on (B)(6) 2014 to replace the pump, inflow conduit and outflow. Upon examination in the operating room, there was clot on the inflow bearing of the pump and outflow graft.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.